Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of the up down knob was out of the standard value, adhesive on bending section cover was chipped and had a white clouded area, plastic distal end cover was burned, and the connecting tube was scratched. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) added here due to character limitation in respective field.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had air water flow issues with nozzle clogged. During evaluation, the following reportable issue was found: the tip of nozzle had foreign matter. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Event description:
The device was inspected before use, the intended procedure was diagnostic, and the procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user error. It was reported that the customer did not clean, disinfect, and sterilize the device before sending it in for repair. The foreign material remained in the device because reprocessing deviated from the instructions for use (IFU). It was also noted that the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.